Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. All available information was investigated and a definitive cause for the reported mechanical issue (lock lever movement) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device will not be returning. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock lever movement. It was reported that in general, the lock lever for the xtr is more unstable than that of the previous mitraclip generation device. The lock lever for the xtr does not stay in its original position while the clip is moved. No additional information was provided.